Event description:
The surgeon reported that during a cataract extraction procedure on a pt with an unstable iris, he experienced a corneal burn in the pt's operative eye. The wound was reported as not serious, but did require an unexpected suture to close the incision.

Manufacturer narrative:
Service not requested on the machine. Machine is continuing to be used and no further reports of corneal burn have been received with the use of this machine. The amo equipment specialist discussed proper settings for the pts who are on flomax with the doctor. Flomax can cause the iris to become unstable.